Event description:
Tech alleged that while performing preventative maintenance the tech found a high power cord resistance. No pt or caregiver impact.

Manufacturer narrative:
The tech changed the power cord plug to resolve the issue.